Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a supersonic transformer (sst) deformity. The previous device cycled normally, but it was not the correct size for the patient which caused the deformity. During the procedure, the old reservoir was salvaged and connected to a new pump and cylinders. Procedure completed successfully, there were no patient complications and the patient is set to fully recover.